Event description:
On 12/31/1998, the MFR rec'd the device along with a report that states the following: on 12/03/98, the facility's or materials coordinator informed the MFR's sales rep of the following: the pt complained of pain around the device. No redness or inflammation was noted. A venogram was performed and contrast could be seen coming out of the catheter. The device was explanted and replaced with another MFR's device. No further details were provided.